Event description:
It was reported that patient's scs ipg battery ahs depleted and is inoperable. It is unk whether the patient did not recharge the ipg or the ipg failed. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.